Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high shock impedance measurements. It was reviewed prior impedance and was in normal range. Possible causes were discussed and troubleshooting options were recommended. Currently, this product remains in service and no adverse patient effects were reported.